Manufacturer narrative:
For regularization - retrospective review / FDA request. This batch of screws presents no manufacturing defect. Everything conforms to specifications. Based on the manufacturing process records for this batch of compositcp screws, the source of the defect cannot be attributed to the manufacturing conditions. Very few elements were communicated to sbm to allow us to provide a clear-cut explanation as to why the surgeon was unable to drive this screw, but the extent of the screw tip's deformity, where the guide pin insertion area is located, could only be caused by the guide pin itself. Furthermore, damage to the first threads of the cylindrical portion of the screw can be observed. These threads are bent forward, which indicates that the screw was partially inserted inside the tunnel. We can conclude that damage to the screw tip was caused by a divergent trajectory of the screw with respect to the tunnel: by taking a trajectory which diverged from that of the tunnel, the screw bent the pin, which prevented the screw from being driven further. When the surgeon continued to screw, this caused matter to migrate towards the tip, due to heat being generated from the contact of the screw tip against the bent guide pin.

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. The screw fractured during the implementation.